Event description:
It was reported that the patient had their ipg explanted and replaced for an unknown reason. No further information is available at this time.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: section h6 medical device problem code should have been 3283 instead of 2885 in additional report 1. This correction is reflected in this additional report 2.

Event description:
Additional information received indicates that the ipg was replaced due to reaching end of life.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.